Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient's blood glucose levels reached 14.9 mmol/l (269 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The adhesive pad failed, causing the cannula to dislodge from the infusion site. Blood was observed on the cannula after the pod was removed.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and no issues that would indicate the cannula was not properly inserted. No blood was observed in the soft cannula. The user reported that the adhesive pad came loose, however no issues were observed with the adhesive pad; it could not be determined whether or not the adhesive pad came loose.